Manufacturer narrative:
Product analysis : it was determined at analysis that the rf programming head displayed corrosion and rust resulting from liquid ingress. The device label was delaminated and the device cable was twisted at the strain relief. The rf head was replaced . The replacement rf head passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The radio frequency (rf) programming head was returned and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.